Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was 600 mg/dl. The customer administered a manual injection to address their bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.